Event description:
On 04/22/2022, it was reported by a sales representative via sems that a ar-6485 pump is producing a door open code. This occurred during an unknown case, with no patient effect reported.